Event description:
On 04/28/1998 following an interventional procedure, an obese pt (5'2", 180 lb) had an angio-seal device deployed in her right groin. It is important to note that the procedure sheath had been left in place following the cath procedure, and was removed later in the day, just prior to device deployment. On 05/05/1998 the pt returned to the hosp. An ultrasound was performed and blood cultures taken. Blood cultures came back positive (gram + cocci, staphlococcus aureus), and the pt was therefore placed on a two week course of intravenous antibiotics. The pt was transferred to a skilled nursing facility prior to being discharged home. Follow-up with the facility on 06/02/1998 confirms that the pt responded to the antibiotic treatment and that surgical removal was not required.